Event description:
The healthcare professional reported during the procedure on 16-jan-2023, the complaint stent, a 4.0mm dia x 16mm enterprise®2 (enf401612 / 7544631). Got stuck inside the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30887536). Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint included one photo. The photo was reviewed by the product analysis lab. The review is documented below. [Photo review]: the photo included in the complaint was reviewed. In the photo, one section of the enterprise and the prowler was shown. However, it cannot be determined if the delivery wire of the enterprise is stuck inside the prowler. No abnormalities were seen in the delivery wire (i.e., no kinks, bents, or elongations). The stent was not able to be seen in the picture. A device history record (DHR) was performed, and no non-conformances were identified. The issue documented in the complaint could not be evaluated. A functional analysis needs to be performed. This investigation was performed based only on the photo provided. The product was returned and received on 22-mar-2023. Based on the result of the product analysis completed on 21-apr-2023, the reported issue meets us-FDA reporting criteria under 21 cfr 803 as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.0mm dia x 16mm enterprise®2 was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the delivery wire was returned for evaluation. The delivery wire was inspected under the microscope. Under magnification, it was found that the distal end was damaged since the tip broke off just distal to the retraction bump. The delivery wire also presented kink damage just proximal to the retraction bump. No other damages were found. The missing tip of the delivery wire and the stent were found through destructive analysis on the prowler device. It should be noted that due to the complications of the dissection of the prowler device, the stent was inadvertently damaged (one of the struts was cut in two); however, this was not the original condition of the stent. A microscopic inspection of the stent revealed the tip of the delivery wire and the unexpanded distal end of the stent were held together by dried blood. The issue reported regarding the microcatheter being obstructed with the enterprise2 was confirmed based on the findings described above. The damages noted in the delivery wire were not originally documented on the complaint nor observed on the photo provided, but these are suspected to be secondary to the resistance/friction felt during the stent advancement, where excessive force may be inadvertently applied. The coagulum found inside the microcatheter suggest that an adequate flush was not maintained, resulting in resistance that could have led to the damage to the delivery wire during the attempts to deliver the stent through the microcatheter; according to the risk documentation associated to the microcatheter, continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7544631. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.